Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "port needles were removed from main blood draw for testing/investigation by the customer on (B)(6) 2023. Needles from lot asgxfc128 were deemed faulty. There were no visible cracks in the hub of the port needle. No visible damage reported." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a crack in the y-site was confirmed. The returned sample was found to exhibit the same features as a known issue. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer "port needles were removed from main blood draw for testing/investigation by the customer on (B)(6) 2023. Needles from lot asgxfc128 were deemed faulty. There were no visible cracks in the hub of the port needle. No visible damage reported." No other information was provided.

Event description:
It was reported by the customer "port needles were removed from main blood draw for testing/investigation by the customer on (B)(6) 2023. Needles from lot asgxfc128 were deemed faulty. There were no visible cracks in the hub of the port needle. No visible damage reported." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.